Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The patient experienced dizziness and fainting. Upon interrogation of the device, noise due to oversensing was noted on the right atrial and right ventricular leads. The device was reprogrammed. The patient was stable.

Event description:
New information noted that both leads were capped and replaced on (B)(6) 2019 due to patient is device dependent. The patient was stable.